Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During evaluation of monitor sn (B)(4), it was found that the monitor was intermittently resetting. Upon investigation the monitor was intermittently resetting. The cause for the resets was contamination on the j1 battery connector, causing an intermittent connection. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a monitor for an unrelated issue, it was found that the monitor was intermittently resetting.